Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no a33 alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion and prime/a33 tests. The insulin pump has cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Event description:
The customer reported via phone call that they had a prime rewind anomaly. Customer stated insulin was squirting out during the manual prime process and insulin continued to drip after the motor stops during the manual process. It was also found the customer was unable to exit from the preparing to prime loop on the insulin pump. The customer's blood glucose was 223 mg/dl. The customer also stated the drive support cap was protruded. Customer does not recall pressing on the cap while connected. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.